Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The logs for the navigation system were returned to the manufacturer for evaluation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: product ID: 9735736, serial/lot #: version: 1.3.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while completing a planned maintenance (pm), manufacturer representative¿imported resin head, but then was unable to proceed forward to the next task (which was register). Troubleshooting was performed.¿when selecting a different patient,he was able to advance normally.¿deleting and reimporting did not resolve the issue.¿when selecting resin head, site made sure to tap the exam card on the right, but register stayed grayed out. Site was¿able to replicate the issue on the system by importing resin head through the file system when selecting the top level "cranial" folder only. When we selected the "resin head" folder within cranial, the image imported normally and was able to proceed to register.¿there was no patient present. Additional information was received. The cause was suspected to be due to the recent installation of a new hard drive/operating system. It was confirmed that this happened during a pm.